Manufacturer narrative:
(B)(4). Recall number: 1627487-07262012-002-r and 16271487-12192011-003-r. This ipg serial number was included in multiple field advisories. (B)(4).

Event description:
It was reported the patient is no longer receiving stimulation as he stopped using and recharging his scs system for several years. Surgical intervention may be pending to address this issue.